Event description:
Allegedly stem in varus. Patient was dislocating. Stem and cup revised to ancafit stem and pinnacle cup. (Our cup was not used originally).

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. This report will be amended when the investigation is complete. This event occurred in nsw. This is the same event as 1043534-2007-00062.